Event description:
It was reported that a revision was performed due to disassociation.

Manufacturer narrative:
The affected device was returned and evaluated. The purpose of this investigation was to determine the cause for the disassociation of the tibial insert from the tibial base plate. Dimensional inspection and macroscopic analysis were performed. A dimensional inspection was attempted however several of the device's attributes were deformed during the insertion attempt and could not be accurately measured. There were no manufacturing or material deviations noted during our investigation. Upon visual examination, the proximal articulating areas showed burnishing and wear on the articulating surface. The anterior locking mechanism showed burnishing and deformation. Burnishing and deformation likely due to the insert riding on the tibial tray anterior locking mechanism after disassociation were observed on the distal surface. Burnishing likely due to femoral articulation was observed on the posterior side of the post. Deformation and burnishing on the anterior side and on the sides of the post that were caused likely due to contact femoral anterior cam and femoral ps box were noticed on the post. Damage of the distal surface likely occurred due to the insert riding on the tibial tray after disassociation. Based on the examination of the insert the exact reasons for insert disassociation from the tibial tray could not be determined. Safety affairs will continue to monitor this device/ failure mode for future complaints and investigate as necessary.